Event description:
It was reported that during implant the first right ventricular (rv) lead attempted had low pacing impedances through the analyzer in multiple different locations. The lead was not used and a second lead was implanted, however the impedance was also low initially on the second lead. The impedance eventually rose to an acceptable number after attaching the lead to the device. The second lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).